Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported that customer went to the emergency room. Customer¿s blood glucose level was unknown at the time of incidence. Customer reported that the insulin pump was damaged. Customer reported that the insulin pump was stucked in that window where the problem occurred. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.